Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer initially replaced the controller board, but it did not resolve the issue. Subsequently, the engineer replaced the latch sensor, which successfully resolved the issue. Following this, the drawer was configured. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed, which hindered users from retrieving medications for patients. The customer reported that this issue resulted in patient involvement and delays in dispensing medication to patients. There were no adverse events or injuries reported based on this event.